Manufacturer narrative:
Related MDR report # mw5165605. B2, b5. B5 continued: blood sugar never rose above 136 before morning. Given everything I have noted here, I am convinced (and my doctor agrees) that a faulty cartridge caused my pump to over-deliver. It was dangerous, and had I lived alone or not had capable help, it could have been deadly. I discussed the situation with my doctor, sent her the detailed report above. She reviewed my pump settings which are constantly uploaded online and determined they had been correct when this problem occurred. She could see no other issues with my actions to explain the problem. The only explanation was insertion of a new cartridge which produced low blood sugar.

Event description:
Voluntary medwatch received on 2/14/2025 reported the following info: problem began in evening of (B)(6) 2025 and worsened in early hours of (B)(6) 2025. Tandem x2 insulin cartridge problem: 5:15pm inserted new cartridge. Noticed it was difficult to fill. The needle would barely insert and only to about 1/5 of its length. I do realize the needle doesn't insert fully in the fill process. I had to attempt needle insertion several times before it went in sufficiently far. Then when I primed the tubing, it was full by 9 units, although I couldn't stop priming until the mandatory 10.2 units. Normal priming with my infusion sets requires 11-12.5 units. 5:30pm cgm 90, ate dinner, 12g carbs and 5oz protein, bolused for that amount. 7:59pm cgm 76, ate 6g (keto granola) 8:39pm cgm 81. Ate 8g (2 glucose tabs). 11:49pm cgm 73, ate 4g (1 glucose tab). 12:14am cgm 46, ate 11g (nut bar). 12:20 fingerstick 75, calibrated. 12:49am cgm 55, fingerstick 56, ate 8g (2 glucose tabs) 1:24am cgm 40, fingerstick 38, ate 50g (grape juice, nut bar, chocolate pieces) note: at this point I was very confused and inarticulate, unable to rescue myself without help. 1:59am cgm 89, thought I was okay, could think and communicate, went to sleep. 2:49am cgm 49, ate 20g (5 glucose tabs). Note: my husband realized I had to be receiving insulin despite the pump indicating all delivery was suspended. Stopped insulin, disconnected pump tubing from body. 4:04am cgm 136 (two up arrows). Reconnected tubing (oddly, felt a drop of insulin at connection point), restarted insulin, but turned off control iq because it wanted to give more than 3x basal rate (.988 rather than .3) and I was afraid of more hypoglycemia. 5:09am cgm 88, had 26g (grape juice, chocolate). Stopped insulin, disconnected from body. 5:20am filled new cartridge, restarted control iq, problems resolved 7:20 cgm 88, in spite of eating 133g of carbs between 8pm and 5:10am (normally I eat 30-35g in 24 hours).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. Recommendation was made to consult with a healthcare provider regarding diabetes management.